Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition that the attachment device would not hold a cutter device was not confirmed. However, it was observed that the device was too noisy during the temperature testing, the bird and locks were damaged on the nose cone, and the laser etching was damaged. The device also failed pretests for visual and vibration assessments. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device would not hold the cutter device. During in-house engineering evaluation, it was determined that the device was too noisy during the temperature testing, the bird and locks were damaged on the nose cone, and the laser etching was damaged. The device also failed pretests for visual and vibration assessments. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.